Manufacturer narrative:
Date sent to the FDA: 02/24/2020. Additional information: d3, g1, g2. Corrected information: g1 - manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient had removal surgery and incisional hernia repair surgery on (B)(6) 2012 during which the surgeon noted extensive adhesions, as well the previously placed mesh which herniated through the old defect. The mesh was noted to be quite loose. It was reported that the patient experienced severe pain, mesh migration, adhesions, nausea, diarrhea, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.